Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call pump error on the insulin pump. Customer¿s blood glucose level was 219 mg/dl. Troubleshooting for the pump errors was performed. Customer advised the insulin pump failed the self-test. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime, basic occlusion test, occlusion test, force sensor test, displacement test. No drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Or drive count error boundaries exceeded after movement noted during testing. (B)(4).